Manufacturer narrative:
The cartridge has not been returned; a retain cartridge from the same lot was evaluated by product analysis on 02/04/2014 with the following findings: a lot review as performed and there were no failures observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. Fill and force tests were performed with no defects found. A leak test was performed with no failures observed; there were no leaks found from the luer connection, the o-rings, or anywhere else in the cartridge. No defects related to the complaint were observed during investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient animas on (B)(6) 2014, reporting that on (B)(6) 2014, their blood glucose (bg) got over 400mg/dl with positive ketones. The patient was told by their healthcare professional to go to the emergency room. The patient was treated with IV insulin and IV fluids. The patient was diagnosed with diabetic ketoacidosis. The patient reported that the little tube that goes into the pump came out. The tubing disconnected from the cartridge and the patient reconnected the tubing to the cartridge but cannot remember when they tried to do that. The patient stated they were not getting insulin. The patient is unsure if this is when they found the tubing disconnected from the cart or if it happened before they tried to prime. The patient remembers all the insulin coming out of cartridge, not the tubing when they tried to prime it. The patient confirmed they were disconnected during prime step. The patient stated that the cartridge is empty now. This report is being made due to the hyperglycemic event the patient experienced due to an alleged luer lock issue.

Manufacturer narrative:
Follow-up #2 date of submission 04/23/2014-device evaluation: the cartridge has been returned and evaluated by product analysis on 04/08/2014 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. A leak test was performed with no failures observed; no leaks were observed from the luer connection, the o-rings, or anywhere else in the cartridge. The complaint could not be duplicated on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.